Event description:
Norian fast set putty was used during a procedure. After surgery, it was noted that liquid was oozing from surgical site. Patient had meningioma removed with dural attachment. Mesh was not used under norian. Norian was removed.